Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared.